Event description:
Mobile software for tracking/reminding for medications. I've reported to them all year about many incidents where it not only misrecorded information, it resulted in the application alerting the user that they needed to take their meds - even if they already entered that into the app. I fear anybody less cognitively present would take multiple doses, which is obviously very serious. I have email exchanges showing they understood the problem, but apparently haven't corrected it. They keep asking me for more examples, and I've provided *many* - including showing there are many use case paths that cause the problem, yet the app has not been corrected.